Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On (B)(6) 2026 it was reported that the patient developed infection with pain swelling and nodule formation was diagnosed as cellulitis treated with bactrim double strength for ten days followed by an additional week of doxycycline.